Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer eturned the wrong product. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call. Customer will contact us if they need assistance with the replacement product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 297, 320, 374, 378 and 384 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. Customer just started to use the truemetrix air meter three weeks ago. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 314 mg/dl and 327 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/27/2019 and open vial date is one month ago. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Customer states that the meter is reading high . Customer states that before he started to use this meter 3 weeks ago.